Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that blue flecks of material were withdrawn from the PICC cannot be verified with the evidence provided for investigation. One photograph, showing two slip tip syringes, was provided for investigation. It was observed that each syringe contained a nearly colorless fluid. The size of the syringes appears to be identical. The amount of fluid in each syringe varies as does the tint of the fluid. One syringe appears to contain 5ml of fluid and one fleck of blue material. The other syringe appears to contain 10ml of fluid and five or six blue flecks in the fluid. The particles of blue material appear smaller than the ID of the syringe tip. What appears to be a small amount of blood residue is visible on the tip of the syringe with the most fluid. If the blue material was noted upon withdrawal, it would be expected that the more blood would be present in the syringes. It was reported that the catheter had been in place for 18 days. It cannot be verified if the material is stuck to the inner surface of the syringe or floating in the fluid. The groshong PICC tubing does contain a blue stripe and a blue compression sleeve around the section of catheter that is located within the connector, but both materials do not float in normal saline. The source of the blue material is unknown and it cannot be verified that the material is from the implicated 4 fr s/l groshong PICC. A lot history review (lhr) of rezd1329 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that they had a patient with motoneuron injury coma in their ICU department was mainly receiving tpn nutrition support via PICC line. The patient had the catheter in for 18 days. During maintenance on (B)(6) 2016, it was found that there were blue "crumb-like" foreign objects within the normal saline in the withdraw syringe. It had not been noticed at first, but the infusion function of the catheter was normal. There was no "rough" flush during the maintenance. No patient injury reported.